Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a loose snake wrist cable at the proximal end. The cable was not fully broken. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. A visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument¿s grip tips were not moving intuitively, i.e., they were not following the mtm input commands smoothly. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted subtotal-colectomy surgical procedure, the vessel sealer extend (vse) instrument was not articulating well. The procedure was completed with no reported injury.